Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the image adjustment issue was not confirmed. Based on the results of the investigation, image abnormality may have occurred due to an error in changing user settings. The unit has been checked according to olympus standards and found to be functional. Since no malfunction was found, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus (omsi) field service engineer was informed that the customer visera elite video system center has an image/brightness adjustment issue. ¿on inspection, found that the image is glaring too much during the retrograde intrarenal surgery, it has been cross checked with the same model video system center along with the same camera head which is working fine¿. The surgery was completed using the same set of equipment. No death or injury occurred.

Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.